Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, there was no allegation of device malfunction. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and the tavr procedure. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The root cause of the reported intraoperative hypotension in this case cannot be confirmed; however, the medical team felt that the cause of the significant blood pressure drop was severe mitral and aortic regurgitation, caused by a combination of the .035 guidewire possibly affecting the mitral apparatus and the retroflex3 delivery system being across the aortic valve at the same time as this disruption. The spontaneous ascending aortic dissection was thought to have been caused by the non-edwards bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field representative, the patient was stable while crossing the aortic valve with a .035 guidewire. A 22 x 6 zmed balloon was advanced and balloon aortic valvuloplasty (bav) was performed under rapid pacing. The bav catheter was withdrawn and the 26 mm sapien valve was advanced and crossed the native aortic valve. Immediately the patient's blood pressure dropped to 55, to 45, to 35. The delivery system and valve were withdrawn into the ascending aorta and the patient was placed on cardiopulmonary bypass. While going onto bypass, the echocardiographer noticed a spontaneous dissection in the ascending aorta. The surgeon decided to surgically repair the dissection with an open sternotomy, at which time a surgical aortic valve replacement was performed. During repair of the dissection, the cardiologist was able to advance the rf3 delivery system through the graft before being sewn in and deploy the sapien valve outside the patient's body. The delivery system was then retrieved through the 24fr sheath. During sheath removal a right iliac artery tear was noted just below the aortic iliac takeoff, which was surgically repaired. At the end of the procedure the patient was alive; however, he expired later that evening. Additional investigation revealed the following: the native annular diameter was 22.8 mm by tee. The diameter of the sinuses of valsalva was 31.2 mm. The native aortic valve/root was moderately calcified. The image intensifier angle was described as good. Per report, the medical team felt that the cause of the significant blood pressure drop was severe mitral and aortic regurgitation, caused by a combination of the .035 guidewire possibly affecting the mitral apparatus and the retroflex3 delivery system being across the aortic valve at the same time as this disruption. The spontaneous ascending aortic dissection was thought to have been caused by the non-edwards bav.

Manufacturer narrative:
The investigation is ongoing.